Event description:
According to the reporter, during a laparoscopic bariatric surgery, while stapling the stomach sleeve with the first reload, the device only fired for a few inches and then stopped. The surgeon was able to open the device. It was observed that there were some fired staples that were not formed. It was also observed that there was some (very limited) tearing of the serosa and the edges were somewhat frayed. It was noted that the tissue was not an abnormally thick wall. The surgeon put away the fired staples so that they could not block the new staple line/reload. A new reload was used with the same powered devices to resolve the issue.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n3e0592y) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted on the first returned photo, "sleeve", contained a view of a cut line and there were fully formed staples at the proximal end of the cut line. The second returned photo, "sleeve2", contained a secondary view of the cut line and additional fully formed staples were noted. The third returned photo, "sleeve3", contained an additional view of the cut line and several unformed staples could now be seen. The fourth returned photo, "sleeve4", contained an additional view of the cut line and additional unformed staples were noted. It was reported that the device initially fired but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.